Event description:
It was reported that a replacement ilet was set up and paired with the fsl3+, and during tubing fill attempts the device generated motor stall alarms and an ¿unable to proceed¿ error; the user had reused infusion set connectors, and a new box of connectors was arranged to assess whether the connectors were contributing to the issue, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with stalled motor events during consecutive fill attempts, and findings indicated a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.